Event description:
Overdelivery on two separate occasions reported. The pump was set up and the infusions started at the oncology clinic. The pump was set to infuse a total volume of 87ml of 5fu solution at 0.5ml/h to run over 7 days. For the first incident, the pump was set up on 3/9/1998. The infusion continued without incident until 3/13/98 at 10pm when the pt called the clinic staff to report that the IV container was empty. There were no signs of leakage. No pump alarms had occurred; the pt noted the empty bag on her own. The same pump was used to re-start the infusion on 3/16/98. On 3/21/98, "in the middle of the night," the pt contacted clinic staff to report that the infusion was complete (the IV bag was empty) and the pump was giving an air alarm. The next morning, the display reportedly indicated an infusion rate of 0.5ml/h, base volume of 84ml, reserve volume of 87ml and a total infused amount of 64.7ml. No adverse pt effects were reported. Both infusions had been placed in a fanny pack. Whether or not the anti-siphon valve was used was not recalled. No add'l info was available.